Event description:
It was reported that a file separated in the canal during a procedure. The patient was referred to a specialist who filled the canal with the separated piece in place without sequela.

Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. James gutmann) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Please note that this event and the event documented under report number 2320721-2006-00259 involve the same patient and tooth.